Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and moderately calcified mid diagonal branch of the left anterior descending artery. A 2.50 x 32mm synergy ii drug-eluting stent was advanced for treatment. However, when attempting to cross the lesion, it failed and encountered friction, the shaft was kinked at the part outside of the hematostatic valve and was broken. The device was removed and the guider catheter as a whole. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 944mm distal to distal end of the strain relief with bending of the hypotube noted on both sides of the break site. Multiple hypotube kinks were noted along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.